Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Reportedly, the pump was reset to resolve the issue. Additionally, it was reported that the customer experienced ongoing blood glucose (bg) levels of 48 mg/dl. Pump data review by tandem technical support showed the customer was delivering manual boluses prior to the low bg, and the pump was functioning as intended. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.